Event description:
The hosp reported that the radiopaque element separated from the sponge. The doctor had to reopen the pt to be sure no sponge was left in. When additional packages were opened the element was just laying in fold, not sewn together.

Manufacturer narrative:
Deroyal: the MFR, jiangsu guangda med material group co ltd, was notified of the reported issue. The investigation into the root cause is in process.